Event description:
The complainant reported when the 58-year-old male patient was on impella cp support, the pump had high motor current and the pump stopped. Several attempts were made to restart the pump to no avail. The pump was successfully explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation into saturated flow and pump stop has been completed. The 'saturated flow' failure mode was deleted because there was no mention of saturated flow in the customer complaint intake, regulatory evaluation, or patient updates. No product was returned for analysis. The data logs returned are insufficient and do not go up till complaint occurrence date. The returned logs are from (B)(6) 2024 till (B)(6) 2024 while reported pump stop occurred on (B)(6) 2024. The returned logs show no motor current spikes and placement signal was trending down. The root cause of the pump stop was not determined as no product was returned and insufficient data logs were provided